Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was informed to call back if the malfunction code reappears, and they acknowledged and understood this instruction.